Event description:
Report received from the USA stating that during pre-testing the foot control pedal device was found to have "exposed wires." The foot control pedal device was not used in surgery. The pt was not in the operating room and there was no delay to the surgery. There was another electric foot control pedal device available for use. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The foot control device was evaluated and the covering and shielding (4 inches long) was damaged on the cord approx 2 feet from the foot control. Evidence suggests this was due to mishandling at the customer site. The reported condition was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).